Event description:
On the (B)(6) 2009, the defibrillation lead involved in this MDR report was implanted. Prior to being released from the hospital on (B)(6) 2009, interrogation of the associated ICD indicated a lead impedance greater than 3000 ohms. During the re-intervention on (B)(6)2009, psa measurements confirmed the high impedance (>4000ohms).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.